Event description:
It was reported that during a subtalor fusion, the surgeon was inserting a 4.5mm screw and the threads began to peel off. As the surgeon tried to remove the screw, most of the rest of the threads peeled off. X-rays confirmed that the threads were still in the foot. The surgeon had to remove the staples and use a drill to remove the fragments. Then he inserted 2 more new staples and used 6.5mm screw to complete the procedure with no further problems. The procedure was extended by 30 to 45 minutes to retrieve the fragments and replace a longer screw. All peeled fragments were retrieved. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The screw was returned for a manufacturing evaluation and the threads were peeled off as per the reported event description. The relevant dimensions were found to meet specifications and the manufacturing records attest that the correct procedures and material were used. The complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.